Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire kinked during insertion. The guide wire was replaced without incident.

Event description:
The customer reports the guide wire kinked during insertion. The guide wire was replaced without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit (k-45703-115b rev. 01) instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.